Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported coring. Verbatim: material #305180 lot #5002105 during medication preparation, the needle creating a coring of the medication vial, resulting a small piece of the rubber stopper from the medication vial being removed with the needle and falling into the syringe.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating that the needle may have caused coring of the medication vial. To support the investigation, one sample, received without its packaging blister, was submitted for evaluation by the quality team. A visual inspection was conducted at 30x magnification. No damage, defective grinding, or hooks were observed. The bevels and etching appeared to be within acceptable standards. A device history record (DHR) review was completed for material number 305180, lot 5002105. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.

Event description:
No harm.